Event description:
The recipient reportedly experienced device migration. The recipient underwent repositioning surgery.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. On (B)(6) 2018, the recipient reportedly underwent repositioning surgery. The recipient's reactivation went well. This is the final report.